Event description:
Customer reported that blood glucose level was displayed as "high," but the specific value remained unknown. There was no adverse impact to the customer¿s blood glucose level. Customer administered a correction bolus via the pump, and technical support assisted with updating the pump's time and date, clarifying that incorrect settings were not attributed to any pump issue and did not affect insulin delivery. The customer understood and acknowledged the situation.